Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is a possibility that blood has mixed into the main body. The event occurred during use in (B)(6) 2025 around. There was patient involvement, however there was no reported patient harm/adverse event.

Manufacturer narrative:
One sample was received for evaluation. Visual and functional testing were unable to confirm or duplicate the reported problem. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.